Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not functioning due to duplicate address in the station. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected drawer, and they had to access the medications from either pharmacy or another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed due to the duplicate address which were found in the station. A field service engineer removed the pockets via hardware test application and assisted the customer to reinserts the pockets that resolved the issue. The system functioned as intended after the field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not functioning due to duplicate address in the station. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected drawer, and they had to access the medications from either pharmacy or another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.